Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low blood glucose while using the ilet and had been manually changing therapy settings for anticipated activity and announcing meals multiple times, including back-to-back announcements, with a documented lowest glucose of 69 mg/dl and concurrent device low and urgent low alerts. The user experienced symptoms of hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-treatment with oral carbohydrate and no medical intervention or hospitalization. An investigation was conducted which included review of the ilet report and the user¿s training history. Additional training was scheduled. Investigation of the case revealed inappropriate use behavior consistent with using meal announcements as corrections and frequent therapy changes, which could contribute to hypoglycemia. No device malfunction was identified. Based on previously established findings for similar reports, it was concluded that user technique and use environment were the likely causes. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.